Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose level was in the 300's mg/dl range. Tandem technical support educated the customer in regards to this cartridge alarm. Additionally, it was reported that the customer received an auto-off alarm. Bg was 250 mg/dl. Reportedly, the alarm enunciated despite the customer interacting with the pump within the set time frame (tandem's user guide states that the auto-off alarm will occur if there has been no interaction with the pump within a specified period of time). The alarm can be set anywhere between 5 and 24 hours). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.